Event description:
It was reported that since the patient had a change in dosing, her spasticity had increased a lot. The change took place on (B)(6) and was an increase from 250mcg/ml to 500mcg/ml with a change of 60mcg/day to 66mcg/day, though it was also stated that interrogation showed the patient was getting 73mcg/day. Following the change, the patient had a huge setback when she was previously enjoying her increased mobility. She felt so stiff and it was so hard to move. The reporter was wondering if the physician might have inadvertently used the 250mcg/ml concentration again and wanted to have a third party verify the pump drug and dosing. It was felt that the physician was ¿duping¿ the patient with regard to her dosing. The patient¿s next appointment was scheduled for one week from the day of report. The device system was used to deliver lioresal. Twenty days later, it was reported that the patient was still having concerns regarding the device or therapy. The patient was working with a doctor or manufacturer representative, but was not convinced they were sufficiently motivated to resolve the issue. Appointments were reported to have taken place on (B)(6). The next day, it was reported that a CT scan was performed and the catheter had been aspirated, confirming that the catheter had either been disconnected or occluded at the sutureless connector. The patient had gone through withdrawal because she had not been getting medication for the prior six weeks. It was stated that the patient wouldn¿t be able to have a surgery for another two weeks.

Event description:
Additional information was received. It was reported that the cause of the lack of benefit from the intrathecal baclofen was the catheter. There had been a failure to aspirate, an occlusion, and possibly a kink. A MRI, x-ray, or CT scan, done on (B)(6), showed that the catheter was intact. In addition, a catheter dye study was also attempted that day, but there had been an inability to aspirate. There was a catheter revision scheduled for (B)(6). There had been no hospitalization and no patient injury. It was also noted that there had been a non-serious injury or illness. It was indicated that the device system was delivering gablofen.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).